Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as its location is unknown; however, an investigation into the reported event has been initiated. Upon completion of the investigation, a follow up report will be filed.

Event description:
It is reported that the patient was revised due to instability. Attempts have been made and additional information is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical devices: unknown nexgen femoral catalog #: ni lot #: ni, unknown nexgen tibial catalog #: ni lot #: ni. Reported event was unable to be confirmed due to limited information received from the customer. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a complaint history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.